Manufacturer narrative:
The cartridge was not returned for evaluation. A photo was provided of the lens in the eye. One haptic junction is visible. What may be a strip of material is observed, which appears to be on the anterior surface or above the lens. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Based on review of the provided photo there appears to be a foreign material on the lens. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has not returned. Complaint history records and product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. (B)(4).

Event description:
A facility representative indicated that debris was noticed on the intraocular lens (iol) during the procedure. Patient harm was not report. Additional information has been requested however, further information has not been received.